Event description:
It was reported that there image was cut off. Therefore, there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: camera cable not recognized and image cut off. The failure identified in the investigation is consistent with the complaint record. The probable root cause for the e03 error could be due to a software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there image was cut off. Therefore, there was partial image loss.